Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after receiving several inappropriate shocks for atria fibrillation with rapid ventricular response. A review of the episodes revealed that the device only had the morphology discriminator on. The device initially diagnosed svt in the monitor zone, the rhythm sped up and diagnosed vt-2 and delivered inappropriate atp and hv therapy. The device was reprogrammed successfully and remains implanted.